Event description:
During percutaneous coronary intervention, the physician lost the stent in the artery. He took a 1.5mm balloon and deployed the stent where it was. There was no calcium or tortuosity. No harm to the pt was reported.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.